Event description:
It was reported that the cannula housing unlocked and detached from the connector/base plate of the infusion set, which resulted in elevated blood glucose levels. The caller alleged that this occurred with 5 infusion sets from the same box.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.